Manufacturer narrative:
(B)(4). Two units of a microcatheter and a guidewire were returned, investigation revealed the breakage with the guidewires. The guidewire that is thought to have been used for antegrade approach is reported. The guidewire that is thought to have been used for retrograde approach is reported under the MDR number 3003775027-2016-00179. When the devices were returned, the guidewire was inserted through the catheter, the devices were being stuck each other. Its coil proximal approx. 10mm was locating in the distal end of the catheter, the guidewire was broken off at the outside of the tip of the catheter. Broken distal end of coil approx. 14cm was not returned. Close observation of the guidewire at the breakage area showed loosening deformation of the coil in the catheter lumen, and the trace of breakage with rotation to the guidewire. It was thought that the guidewire was broken off due to rotational force. There was twist deformation with the catheter but there was no breakage or notable irregularity with the catheter. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the devices, it is inferred that during the attempt to cross the lesion, guidewire distal end was trapped in the cto lesion and movement of the distal end was restricted. Rotational manipulation was excessively given to the guidewire, resulting the loosing deformation of the coiling in the catheter and the devices being stuck each other, removal of the devices as a unit. The broken and not returned distal portion 14cm is thought to be left in the patient anatomy or to have been removed out by some means, however it could not be identified as no information could be obtained. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. And "separation or breakage of guidewire" as a possible complication and adverse event.

Event description:
Reportedly, two units of a guidewire and a microcatheter were used for the treatment to heavily tortuous heavily calcified cto lesion at rca #2, one unit from antegrade approach and the other by retrograde approach. During the procedure, it was felt that the both units of the guidewire and the catheter got stuck each other, and further manipulation could not be possible, all the devices were removed out from the patient. Reportedly there was no impact to the patient and none of the device was left in the anatomy.